Event description:
Report received of an alarm occurring during a levophed infusion. The pump was programmed to deliver an unspecified concentration of levophed at a rate of 15ml/hr on channel a. It was unspecified if channels b and c were in use at the time of the event. After an unspecified length of time, the pump alarmed with a malfunction code 322. The pump was reportedly turned off and on but the alarm could not be cleared. The infusion was stopped and reportedly continued using a gravity set. Multiple unsuccessful attempts have been made to obtain additional information. Though requested, no further information was available.